Event description:
The pt was implanted with a left ventricular assist device (lvad). Info was provided to the manufacturer through their device tracking system indicating that the pt expired. The cause of expiration noted as "natural death after l mca stroke." No further info was provided.

Manufacturer narrative:
According to the info provided, the lvad pump will not be returning for evaluation. The manufacturer is attempting to obtain additional info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information - the patient¿s pump and associated equipment were not returned. An autopsy was not performed and the pump was not explanted. A correlation between the reported ischemic stroke with hemorrhagic conversion and the pump could not be conclusively determined. The pump was reported to have operated as intended. The instructions for use lists stroke and bleeding as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information - it was reported that the cause of expiration was noted as "natural death after left middle cerebral artery (mca) stroke". According to the physician's notes: "the patient was admitted with an ischemic cerebrovascular accident (cva) caused by a fall and a subsequent ischemic stroke, thought to be cardio-embolic with thrombus in the left mca and hemorrhagic conversion in the left frontal lobe which was stable on most recent head computed tomography (CT)." Additional information was documented in the physician's notes that, the acute subarachnoid hemorrhage was "cardio-embolic in nature." The pump was reported to be working as intended at the time of the patient's expiration. The pump was not explanted because the family did not want an autopsy.